Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During use on the patient, whilst cutting the bone, it was reported that the cutting block broke and disintegrated. All the parts were accounted for except one spring which may have been left in the patient. The surgeon lavaged the wound, and another cutting block was taken off a set and used to complete the case, the surgery was delayed by approx 5 minutes.